Event description:
Baxter canada reports home patient complained of "shoulder pain" post automated peritonial dialysis treatment on homechoice at end of scheduled clinic visit.a chest x-ray revealed air under the diaphragm. Per the health care professional, there was no patient injury and no medical intervention required as a result of home patient's report. Discomfort dissipated over a couple of days. Health care professional states home patient's priming sequence was reviewed at clinic and no further problems have been reported since that time.